Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after it got wet while the customer was fishing. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 82 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).